Event description:
Newton af clinical study - subject ID: (B)(6). It was reported that following a successful pvi ablation of both the right and left superior and inferior pulmonary veins with a intellanav stablepoint open-irrigated catheter on (B)(6) 2022. It was reported that on (B)(6) 2022 the patient experienced a fever post-procedure due to an organizing hematoma. The patient received 1 dose of amoxycillin and clavulanic acid 1200 mgs, and then every 8 hours (q8h). The patient was discharged with a diagnosis of atrial fibrillation on (B)(6) 2022, and was prescribed a treatment of amoxycillin & clavulanic acid tablet 1000mgbd for five days. This issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5.

Event description:
Newton af clinical study - subject ID: (B)(6). It was reported that following a successful pvi ablation of both the right and left superior and inferior pulmonary veins with a intellanav stablepoint open-irrigated catheter on (B)(6) 2022. It was reported that on (B)(6) 2022 the patient experienced a fever post-procedure due to an organizing hematoma. The patient received 1 dose of amoxycillin and clavulanic acid 1200 mgs, and then every 8 hours (q8h). The patient was discharged with a diagnosis of atrial fibrillation on (B)(6) 2022, and was prescribed a treatment of amoxycillin & clavulanic acid tablet 1000mgbd for five days. This issue is ongoing. It was further reported that this issue was resolved on (B)(6) 2022.